Manufacturer narrative:
The expiratory pressure transducer printed circuit board (pcb) was replaced and returned for investigation. This board contains electronics for pressure measurement in the expiratory section of the device. The reported internal leakage test failure was confirmed in received device logs. The logs also show that the pressure transducer test had failed due to high offset drift (> 300 mv from default) for the expiratory pressure transducer. The logs show that the failures have been occurring since (B)(6) 2016 and the date of event is updated accordingly. During test of the returned pcb in a reference ventilator, pre-use check failed in internal leakage test and pressure transducer test in the same way as reported and observed in received logs. During ventilation, alarms for low peep (positive end expiratory pressure) and low expiratory minute volume were generated. Ocular and microscopic inspection showed corrosion traces that had affected the pressure sensor and a nearby track on the expiratory pressure transducer pcb, which is the cause to the reported problem. Our conclusion is that moisture has caused the observed corrosion.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).